Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a dbs ipg replacement procedure (B)(6) on (B)(6) 2015 only one of the competitor¿s extension cables was successfully connected to an sjm adapter. Connection of the reaming extension was attempted with two different adapters; however, the results yielded invalid impedance measurements. Consequently, the physician aborted the procedure with only a one channel ipg connection. On (B)(6) 2015, a subsequent surgical procedure was undertaken in which the physician replaced the other competitor¿s extension with a new one, and this resulted in a good connection. The patient experienced symptoms postoperatively following the initial procedure, but the symptoms resolved after the second surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: not applicable due to non-us application.